Event description:
It was reported that a patient underwent a medial laparotomy procedure for a burst abdomen with complete evisceration on (B)(6) 2007. The patient underwent repair of a 25 centimeter in diameter primary ventral hernia and mesh was used. The patient was admitted in (B)(6) 2011 with the following diagnosis: drop by weakness in lower limbs. Possible myopathy due to steroid therapy. On (B)(6) 2010, the patient was diagnosed with secondary hyperthyroidism due to amioradona treatment for chronic ischemic cardiomyopathy. Forty eight hours after discharge the patient begins again with mmil decay time and weakness. The patient had several watery stools and vomiting the last 48 hours and diffuse abdominal discomfort. On (B)(6) 2011, the patient was diagnosed with pneumoperitoneum-perforated hollow viscera. On (B)(6) 2011, the patient was diagnosed with septate generalized peritonitis and perforation of small intestine area that covered almost all previous laparotomy suprainfraumbilical area covered with mesh that was fully adhered to the loops. The patient underwent a transverse laparotomy that passed to half suprainfraumbilical. Abundant pus was found around the bag, multiple adhesions between the loops and mesh (partial separation very difficult) identifying the minimum point (less than 1 cm) in the perforation in ileum adhered to the mesh. A resection of 15 cm of the small intestine and manual anastomosis, operistaltic tt was performed. The patient was closed with two safil meshes together. It was very difficult to close the skin with suture due to previous resection of skin necrosis. This patient was reoperated three more times. The last due to a new intestinal perforation caused by occlusion of the mesh in the ileum. A week after the last intervention, the patient experienced a cardiorespiratory arrest and died after CPR was unsuccessful. The surgeon supposed that the cause and contributing factors for the mesh adhering to the intestines and abdominal wall was that the orc was degraded too soon not allowing peritoneum formation. The surgeon opines that the cause and contributing factors for the patient death was reoperations and intestinal fistula.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. Additional narrative: date of death is (B)(6) 2011.

Manufacturer narrative:
(B)(4) - adhesions. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.